Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify any fiber tip fracture or break. The fiber tip exhibits no signs of fractures/breaks; the glass cap exhibits severe devitrification; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the bevel edge appears in good condition. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a procedure after 55,513 joules and 11:37 minutes the fiber tip ruptured. A second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. There was no harm to the patient.

Event description:
It was reported that during a procedure the fiber tip ruptured. It was not reported how the procedure was completed. There was no harm to the patient.